Manufacturer narrative:
(B)(4). Concomitant medical products: s001140, selex/magnum mod hd 40mm std, 937410, 51-104160, tprlc 133 t1 pps ho 16x152mm, 2643521, 16-116060, rnglc+ ltd hole shell sz60, 628180, 103533, ti low profile screw 6.5x30mm, 687400, 103532, ti low profile screw 6.5x25m, 333630. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00839, 0001825034-2019-00911, 0001825034-2019-00912 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right hip revision procedure approximately 3 years post-implantation due to heterotopic ossification, pain accompanied with a limp, popping, grinding and feeling of subluxation. The ossification lead to impingement resulting in poor motion. It was further reported that the heterotopic ossification may have been the source of pain and audible noise. Two areas of ossification, corrosion, pseudotumor, necrotic tissue and debris were removed. Additionally, small amount of poly wear was noted. Liner and head were revised.

Manufacturer narrative:
Reported event was confirmed by review of operative notes. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.